Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, the pediatric patient was sitting on the couch when they started feeling tired and began to zone out. The cgm was displaying 120 mg/dl while the patient's bg was 58 mg/dl. The patient's parent provided the patient glucose (one packet of apple juice) and 1 glucose gel (15g transcend). The parent calibrated the cgm and after calibration the cgm was displaying 99 mg/dl while the bg was 51 mg/dl. At the time of the report, the patient was still tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.